Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold (0104-00-0018) and 5000 hr kit (0040-00-0147). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had failed to automatically inflate. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.